Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve could not be reprogrammed after implantation, the stator was dislodged and the device was revised. The valve was checked under fluoroscopy and it was noted that the stator had dislodged. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged and there was a bump mark in the valve casing. Due to the condition of the device, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing, likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed testing. A review of manufacturing records found no discrepancies when the device was released to stock. The root causes for the dislodged stator could be partly due to the valve receiving a knock. The root cause for the crack in the valve casing is likely due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.